Event description:
Customer reported via phone, the insulin pump wasn't working properly, it alarmed button error. Customer didn't know her blood glucose level. Customer was bathing her pet and the device was in her pocket. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button responds due to corroded keypad traces. No button error alarms were noted during testing. The device had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads.